Event description:
It was reported the camera head does not work. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported failure was not confirmed. A definitive root cause of the customer reported allegation could not be identified. However, it was noted that the charged coupled device (ccd) lens was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head does not work. The issue was found during an unspecified procedure. There were no reports of patient harm.